Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Vessel size confirmed to be less than 2.5mm. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that the initial procedure on (B)(6) 2017 was to treat a lesion located in the mid left anterior descending (lad) artery. The patient presented with symptoms of angina. The lesion was observed to be slightly thrombotic. Vessel sizing was performed with intravascular ultrasound (ivus) and the lesion was determined to be 2 mm. Pre-dilatation was performed with a 2.5 balloon catheter followed by the deployment of the 2.5 x 18 mm absorb scaffold. Post-dilatation was performed with a 2.75 mm nc trek balloon. The 95-98% stenosis was reduced to less than 10%. The patient was placed on dual antiplatelet therapy and moved to a hospital bed. On (B)(6) 2017, while still hospitalized, the patient began experiencing angina. On (B)(6) 2017 the patient returned to the cath lab and angiography revealed a total occlusion of the mid lad with thrombosis. An attempt was made to access the occluded vessel with a guide wire; however, this failed. The procedure was ended and a discussion regarding surgical treatment took place. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of angina and thrombosis as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: on (B)(6) 2017 the patient underwent coronary bypass surgery. No additional information was provided.